Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's conclusion code. Corrected sections as of 28-aug-2020: h10: most likely underlying root cause changed from "mlc-61: improper use / mishandled by end user" to "mlc-18: user has high glucose value".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Adverse event report is being submitted due to symptoms related to diabetes - polydipsia, urinary frequency, and blurred vision. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. Customer stated the e-5 error had occurred multiple times. At the time of the call, the customer reported symptoms of frequent urination, blurry vision and excessive thirst. Customer stated he was going to seek medical attention and was unable to continue with the call. The customer was unable to provide meter and test strip information.